Event description:
A malfunction alarm occurred with the customer's equipment. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which the customer planned to do upon returning home, and the case was then closed.